Event description:
During follow-up, the far field morphology discrimination was unable to be programmed due to unsuccessful template acquisition. The event was resolved by programming the near field. The patient was in stable condition and experienced no adverse consequences.